Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 24-aug-2025, the user reported that their freestyle fsl3+ continuous glucose monitor (cgm) was not scanning. After troubleshooting steps, including reinstalling the app and removing the phone case, scanning was successful. Initial blood glucose (bg) was 310 mg/dl and entered into the ilet. At follow-up, bg was 248 mg/dl and steady, with the site working properly. The user's highest blood glucose (bg) recorded was 310 mg/dl. Bg was corrected after reconnecting to a new cgm. The user's reported symptoms include nausea. The user's highest blood glucose (bg) recorded was 310 mg/dl. Bg was corrected. No medical intervention was reported during the event and at the time of call.